Event description:
Customer reported blood glucose results of 169 mg/dl and 400 mg/dl using aviva system 1, 144 mg/dl and 153 mg/dl using aviva system 2 within 10 minutes. Reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for aviva system 2. Please see medwatch with (B) (4) for report on aviva system 1.